Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were "brown spots" on the syringe of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle.

Manufacturer narrative:
Investigation summary: one 1ml slip tip syringe with needle was received in the original packaging with seal intact from batch #8287863 (p/n 309626). It was visually inspected. The syringe was observed to have an embedded foreign matter defect with brown particles scattered throughout the barrel from top to bottom. At least one of the fm particles was observed to be larger than level 3 in size, which is rejectable per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that there were "brown spots" on the syringe of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle.